Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg), however, a specific bg value was not provided. Reportedly, contact suspected that the pump settings were incorrect. Bg was treated with juice. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.